Manufacturer narrative:
Additional information was received on 10-nov-2023.the patient was discharged from the hospital on (B)(6) 2023. The ngen generator serial number was (B)(6). Pump switched from low to high flow during ablation. The correct catheter settings were selected on the generator. Therefore, updated the d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure using qdot micro catheter. After completion of the ablation procedure, the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. Patient's blood pressure dropped during hemostasis and an echocardiography revealed pericardial effusion. The patient was returned to the intensive care unit (ICU) for a day for observation after pericardiocentesis. No steam pop was observed during the procedure. Septal puncture was performed with rf needle. Patient required extended hospitalization. Physician assessment of the health problem is non-serious (moderate/minor). The physician commented that blood pressure decreased during the hemostasis, and it was unclear when the event occurred. No abnormalities observed during or prior to use of the product. Patient has improved. No error messages observed on the biosense webster equipment during the procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31108238l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).